Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determine that this device performed as described in the field action. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of this data indicated rv (right ventricular) oversensing, a right ventricular lead integrity alert, and oversensing due to non-physiologic signals/sic (sensing integrity counter). It was noted that beginning (B)(6)-2015, v (ventricular) sensing integrity counts up to 167; vt-ns (ventricular tachycardia ¿ non-sustained) episodes collected due to lead noise oversensing. Lead integrity alert was triggered inappropriately on (B)(6)-2016 for sensing integrity counts (sic) greater than 30 in 3 days and 2 or more high rate nst (non-sustained tachycardia) episodes. Twos (t-wave oversensing) was identified causing sics and triggering lead integrity alert. (B)(4).

Event description:
It was reported that a lead integrity alert had alarmed. It was noted that the right ventricular (rv) lead exhibited oversensing as there was elevated sic (sensing integrity counter) and nst with less than 220 ms average v-v (ventricle to ventricle) cycle length. The rv lead was reprogrammed with increased sensing and vector change. The patient was checked the following day and the issue was resolved. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.